Event description:
During central processing, the user facility reportedly identified jaws that were not meeting on the fenestrated bipolar forceps instrument . Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering was unable to confirm the alleged complaint. The instrument's grips were not bent and the teeth meshed properly when grips were in the closed position. The grips were able to open/close fine when input discs were manually rotated. Additional observations not reported by the customer was a broken cable. The pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at instrument's wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.